Manufacturer narrative:
Sc-1416, serial (B)(6): the returned ipg was confirmed to be at the end of service (eos) state. Data log analysis indicated that the ipg reached eos 6 months and 12.2 days following the initial active programming. The average energy use index (eui) recorded was 52.9, corresponding to an estimated theoretical battery lifespan of 7 months and 5.8 days. This indicates that the batterys lifespan fell within the projected range. Additionally, the ipg displayed typical features during the visual and functional inspection.

Event description:
It was reported that the patients spinal cord stimulation (scs) implantable pulse generator (ipg) would no longer connect to the remote control. The patient received a elective replacement indicator (eri) message on their remote control approximately six months post-implant procedure. It was determined that the ipg had depleted. It was noted that the patient did not have any medical procedure, testing or imaging performed within six months prior to receiving the eri message. The patient used programs with higher settings and was a high frequency user. The patient underwent a revision procedure in which the ipg was replaced. The patient was doing well postoperatively.

Event description:
It was reported that the patients spinal cord stimulation (scs) implantable pulse generator (ipg) would no longer connect to the remote control. The patient received a elective replacement indicator (eri) message on their remote control approximately six months post-implant procedure. It was determined that the ipg had depleted. It was noted that the patient did not have any medical procedure, testing or imaging performed within six months prior to receiving the eri message. The patient used programs with higher settings and was a high frequency user. The patient underwent a revision procedure in which the ipg was replaced. The patient was doing well postoperatively.